Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿do not remove or add insulin from a filled cartridge after loading onto the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 150 mg/dl. Reportedly, customer wore the pump against the skin and a temperature change had occurred to the pump prior to the occlusion alarm declaring. Additionally, customer removed and/or added insulin during pumping and/or outside of the load sequence. Tandem technical support educated customer on cartridge labeling. The cartridge was changed to address the issue and insulin delivery was resumed.